Event description:
It was reported that the catheter was received damaged, it appeared that the catheter was "jammed" into the shipping box and the shipping tube "came apart". The catheter was wrapped in bubble wrap.

Manufacturer narrative:
Two catheters were received inside one square cardboard box. Both catheter tubes were broken and bent. This report represents one of the returned catheters. The clear adaptor is broken at the bond site, between the clear adaptor and the white tube. The white tube is also bent in the central area. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the square outer box, it was found that when the catheter tube is placed to one end of the outer box the break/bend area lined-up with the damage on the outer box. When the catheter was removed from the tube, it was found to be in good condition although bent at the break site. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type. This report is associated with report no. 2015691-2013-19374.